Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unknown battery issue with their adc meter. On (B)(6) 2019, as a result of the customer being unable to test their blood glucose levels, they were rushed to the hospital due to extreme thirst, severe headaches, and dizziness, and were treated with 2 liters of intravenous saline, novolog insulin (dose unknown) and sodium bicarbonate solution for diabetic ketoacidosis (dka). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A tripped trend review was completed for the reported complaint and freestyle lite meter, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported an unknown battery issue with their adc meter. On (B)(6)2019, as a result of the customer being unable to test their blood glucose levels, they were rushed to the hospital due to extreme thirst, severe headaches, and dizziness, and were treated with 2 liters of intravenous saline, novolog insulin (dose unknown) and sodium bicarbonate solution for diabetic ketoacidosis (dka). There was no report of death or permanent injury associated with this event.